Event description:
Enteral pump would not deliver over 50 ml at a time. Must reset volume delivered to deliver another 50 ml. Nurse failed to realize that dose volume was set to 50 ml, and the pump was functiong properly.